Event description:
Additional follow-up identified the issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation at the pocket with certain movements. In turn, the physician suspects an irritated nerve however, x-rays were ordered to confirm the connections. Surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken wherein the ipg was explanted and replaced with a new model. In turn, the patient is still healing.